Manufacturer narrative:
Additional information: x-ray review. X-ray review: l2-pelvis fixation.one year post op films show fracture of rod and superior migration on an side.fusion status is unknown.possible causes include lack of bony fusion.root cause indeterminate.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated but not yet begun.

Event description:
It was reported that patient underwent an unknown procedure in which rods were implanted on (B)(6) 2014 . During device follow-up, the rod was found broken. Revision was operated on (B)(6) 2015 to remove the rods. No fragment of the implant remained in the patient. No patient complications were reported due to this event.

Manufacturer narrative:
Additional information: product analysis: visual review confirms rod broken. Multiple witness marks noted on rod. No surface defect noted adjacent to the initial crack propagation area that could contribute to crack initiation and propagation identified. Significant smearing of the fracture surface is noted. Examination of the fracture surface identified multimodal fractures, with initial region with evidence of progressive convex striations (beach marks) approximately 40% of the way through the cross-sectional area, followed by another region of increased material disruption, consistent with overload which appears to have resulted in ultimate failure of the implant. Dimensional inspection confirms rod diameter both above and below the fracture within print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.